Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and that there was insulation damage. It was noted that the lead had switched to unipolar pacing. Additionally, during lead extraction the lead broke midway between the proximal and distal electrode. The distal portion of the lead remains in situ. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: addr01: ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the patient had sudden onset of pocket stimulation. It was found that there was v (ventricular) pacing and pocket stimulation due to change in v sense (undersensing of r-waves) and inappropriate vp (ventricular pace). It was also noted that there was non-capture in bipolar. The lead was reprogrammed and remains in use. However, physician recommended lead revision prior to pacemaker eri (elective replacement indicator) due to probable reoccurrence of pocket stimulation when device goes to backup mode when at eri. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.